Event description:
Rptr had surgery for scoliosis 2/26/93. Months after surgery she developed sores on her back and bleeding. She had a feeling it was the hardware burning her back. She tried to get a sample from the MFR. They would not give it to her. Finally, the doctor gave her a sample of the rod. The allergist did metal testing two days. The outcome was allergies to nickel and epoxy resin. Finally, after two years of no one believing her. She had the proof from the allergist. Now the dr agrees to remove the hardware. The allergist is still doing blood work to see if there are any metal traces in the body or any autoimmune disease.